Manufacturer narrative:
No investigation failure relating to the incident were found. However, the dropped pole clamp was broken. The complaint could not be confirmed. At this time, jjpi considers this file closed.

Event description:
Icp readings were not at the expected levels for the pt's condition. Three different sensors were used in an attempt to correct the irregular readings. A CT scan was taken and the values did not reflect that of the icp monitor. The monitoring unit was changed twice, until acceptable readings were obtained. As such the monitor was believed to be the cause of the sensor replacements.